Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection leading to the implant breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient's si joint pain improved following the procedure but complained of new leg pain. CT scans showed that the superior implant was too long and had breached the s1 neuroforamen. A week after the initial procedure, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter one using the same hole. No other implants were removed or adjusted. The status of the patient following the revision surgery is not yet known.